Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information received from the hcp reported that the fall occurred in (B)(6) 2017 at the patient's home. The hcp reported that symptoms may have started late (B)(6) 2017. The hcp reported that due to the patient having abnormal impedances, a head MRI could not be done to evaluate for small infarctions. The hcp reported that turning off the ins seemed to have resolved the symptoms. The hcp reported on (B)(6) 2018 that it was difficult to prove the stroke occurred due to an inability to perform a head MRI, but it was not currently thought to have been a stroke as the symptoms resolved when the ins was turned off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the doctor did an x-ray to look at the system and they may have to explore surgically to make sure nothing "funky" is going on with the system. The surgeon reviewed the images and did not see any obvious issues. The patient was experiencing buzzing in right upper arm that is bothersome but hasn't worsened. Unknown if it is related to the device/therapy. Caller states patient had a fall in (B)(6) 2017 and has been symptomatic since 6 weeks prior to the second of february. Caller indicated that patient has other risk factors and presentation is making it difficult to rule out a stroke at this point. Caller's reason for call was discuss impedance issues. Caller states impedances were checked on friday and the following pairs were over 40 ,000 ohms at 3.0v:c-0, 0-1, 0-2, 0-3, and 1-2 pair was 33 ohms. Caller checked impedances this morning and the only pairs out of range were c-0 at over 40,000 ohms 1-2 at 33 ohms. Caller states ins is completely turned off at this point. No further complications were reported or anticipated with this event.